Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker system. Technical services reviewed the data and found episodes of noise both on the right atrial (ra) and right ventricular (rv) channel that was being oversensed. Additionally, it was noted the device clock was out of sync. Ts recommended further evaluation of the leads. At this time, the system remains in service. No adverse patient effects were reported.